Manufacturer narrative:
Results, conclusion: the actual device used during the case was returned and evaluated. Visual examination shows that the introducer shows no signs of blood. The dilator has blood inside. A review of the manufacturing device history record detects did not detect any deficiencies in the manufacturing process. The event can not be confirmed.

Event description:
It has been reported to us that during the procedure the introducer leaked resulting in blood loss. Patient is reported to be fine.